Event description:
Caller states that the meter has 3 missing pins. The caller also states that he smells a smoke odor when the meter is placed on the base but there are no visible signs of melting or burning. Upon investigation, manufacturer's domestic evaluations lab found electrical contacts of the inform meter appear to be burnt, melted. No adverse event reported. The device was returned, replacement sent.